Event description:
It was reported that the centricity web experienced a forced log out midway through a surgical procedure where the surgeon was relying on the cweb images to be able to proceed with the procedure. The approximate time of the delay was reported to be 8 minutes. The forced log out occurred due to a bug creating the cweb force out, rather than cweb session ending at a preset time. Centricity web is intended for image review and not for diagnostic use.